Event description:
Terumo medical corporation received the following reported information: it was reported that while using a 5fr glidesheath at the beginning of the case, the access wire frayed at the end during a brachial right heart catheterization procedure. The was no issue with the sheath. Wire was in the brachial vein. The issue was noted immediately under x-ray; they could see the wire unravel. The patient remained fine and the estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire mechanical damage as the sample was not returned for investigation. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.